Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported bolus issue. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the controller was having issues with programming and delivering a bolus. According to the patient they would program a correction bolus and instead of showing "confirm" first, it jumps to "start" and after the patient pressed the "start" button it does not start. The patient then pressed again, and it has a delay of a few seconds and then it starts to deliver. The blood glucose levels reached 316 mg/dl.

Manufacturer narrative:
In the case description, the user mentioned the bolus calculator skipping the confirm button when entering just a correction bolus and lag when pressing the start button to start bolus delivery. Investigation of the android log files downloaded from the returned controller found that the confirm button was pressed for all boluses recorded on the date of occurrence. No evidence that the confirm button was not present or skipped during bolus programming was observed in the logs. No evidence of lag in bolus confirmation could be found in the available logs. Physical testing of the returned controller was unable to replicate the reported event. The bolus calculator was tested with carb entries, blood glucose entries, and both and in all instances the bolus was correctly suggested based on the user's settings and the confirm button was present to move to the confirm bolus screen. In all tests of the bolus calculator, the start button was pressed once and the bolus began delivery shortly after. No lag was found to occur after press of the start button. Though no issues were observed that would contribute to the reported event, it could not be conclusively determined that no lag occurred during bolus confirmation and the cause of the reported lag could not be determined.